Manufacturer narrative:
The user experienced hyperglycemia requiring emergency medical treatment after performing the tubing fill procedure while the infusion set remained connected to the body. During follow-up, the user confirmed intentionally accessing the fill tubing function and pressing and holding the delivery button until the pump displayed approximately 118 units delivered. Despite the user's concern that a large amount of insulin had been infused, the subsequent clinical presentation was inconsistent with insulin overdose. The user developed hyperglycemia, and the treating hospital concluded that insulin was likely not delivered. No evidence of device malfunction was identified. The available information indicates the event was the result of user error during the tubing fill procedure. The ilet bionic pancreas system user guide instructs users to complete the tubing fill procedure before inserting the infusion set into the body and to verify insulin drops are visible at the tubing tip prior to infusion set insertion. Performing the fill procedure while connected to the body is inconsistent with the instructions for use. Based on the available information, the event is attributed to failure to follow the instructions for the tubing fill procedure, resulting in inadequate insulin delivery and subsequent hyperglycemia. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On (B)(6) 2026, it was reported that on (B)(6) 2026, the user experienced hyperglycemia after performing the tubing fill procedure while the infusion set remained connected to the body. The user reported the pump displayed approximately 118 units delivered during the fill procedure and subsequently developed hyperglycemia with a highest confirmed blood glucose of 322 mg/dl. The user was transported by ems to the emergency department, where treatment included intravenous fluids and 8 units of insulin. The user was discharged the same day and temporarily resumed therapy using insulin pens.